Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient received an occlusion alarm. At the time of the incident the patient's blood glucose level was 22 mmol/l. Reportedly, the occlusion alarm did not reoccur, and the patient had changed the site. However, it was noticed that it was a site issue, as the blockage was located at the site and the site was compromised due to skin irritation (inflamed and red). Consequently, the patient went to the emergency room with blood glucose level of 36 mmol/l and had ketones which was not assessed as dangerous/life threatening by the healthcare professional. Moreover, the patient stayed in the emergency room for two hours. No further information available.